Manufacturer narrative:
The device had migrated and a revision was performed to adjust the location of the device and no further issues have been reported. The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, patient engaging in strenuous activity, implanting a no-sterile device, patient having pre-existing conditions, and patient interfering with the wound have been ruled out as potential causes. The implanting clinician stated the reason for the migration is unknown. The stimulator is used to treat pain. The cause of migration is unknown/no fault found. The cause of the reduced therapy was due to the device migration.

Event description:
Irritation and pain at neurostimulator site and reduced efficacy of therapy.